Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided; medical device expiration date: unknown; device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip kept leaking and that insulin was not getting pushed into the cartridge. Customer stated she didn't feel the cartridge was leaking, but just that it was leaking from the needle improperly causing it to be difficult to fill. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. Lot number history review / DHR review: lot number unknown; therefore lot history and device history record (DHR) review could not be performed. Based on no photo/ no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. No root cause can be determined as no samples were received.